Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm. The customer also reported that the left keypad had an intermittent response. The customer's blood glucose was unknown at the time of incident. The customer was explained that the internal power source in the insulin pump was unable to charge. The customer was advised to update the time and date as needed. The customer was assisted in clearing the alarms. The customer was advised to complete the reservoir and tubing process. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump failed the leak test. The pump leaked at the edges of the keypad overlay. The pump was received with intermittent buttons due to corroded keypad traces. The pump was returned for power error alarm 25. The detailed trace analysis confirmed that the alarm 25 was triggered when the backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a cracked keypad overlay at the select button, minor scratches on the lcd window, a cracked case, a cracked keypad overlay, a missing display window cover, and a cracked case on the back at the battery tube area.